Event description:
It was reported that during the procedure in the moderately calcified and tortuous left anterior descending artery (lad), 2-3 unspecified stents were implanted. An attempt was made to advance a 2.25 promus stent delivery system through the implanted stents for treatment of the distal segment; however, the stent dislodged in the proximal lad. An unspecified balloon was used to deploy the stent in the lad. Balloon angioplasty was performed to treat the distal lad lesion. There was no adverse patient sequela and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, all stent delivery systems (sds) are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It was reported the stent delivery system (sds) was attempting to advance through previously placed stents, which likely contributed to the reported difficulties, as there was no damage noted to the stent prior to use. It should be noted the promus instructions for use (IFU) states: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. It is likely that the stent caught on the previously placed stents, damaging the struts, and resulting in the stent ultimately dislodging. The reported IFU deviation appears to have directly caused or contributed to the reported dislodgement that occurred. The lot history record review and similar incident query for this product was not performed because the part and/or lot number was not reported and the product was not returned for analysis. There is no indication of a product quality deficiency.